Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging runny nose. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The pil was observed no evidence of degraded sound abatement foam. During investigation pil also observed minor dust/dirt contamination on top and bottom enclosures, ui panel assembly, rear panel, blower box, blower box upper cap, blower, blower outlet seal, p4 power connector, bottom assembly, flip lid assembly, heater plate, flip lid seal, and water tank lift tray. Discoloration on dry box seal and flip lid seal. The back panel clips are broken. Hair like substance found in flip lid and bottom assembly. Liquid ingress with mineral deposits were observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. In addition, the devices error log was downloaded, and three error codes were present when reviewed.